Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. B3. The date received by manufacturer has been used for this field.

Event description:
During a voice of customer study the following feedback was received: clinician (CT tech) stated that angiocath hub disconnects (either from extension tubing or power injection tubing) during power injection and makes a mess. Note, not sure if clinician was talking about bd angiocath product or using the term angiocath as a general term for a different straight, non-safety IV product from another manufacturer.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. Complaints received for this device and reported condition will continue to be tracked and trended.